Event description:
It was reported that the patient was experiencing "uneven therapy" following a new pump and catheter implant (implant was in late 2007). The patient experienced chronic coughing for approx one and a half months. Also reported were symptoms of "vocal cords not closing properly, constant post-nasal drip". A volume discrepancy was reported with an expected reservoir volume of 14 ml and an actual reservoir volume of 19 ml. The patient felt that the delivery system was not working properly. There were no alarms. Additional information has been requested from the hcp, but was not available as of the date of this report. The concentration and daily of baclofen being delivered via the pump were note reported.